Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level of 46 - 68 mg/dl for 4 days due to needing settings adjustments. Customer received assistance from their doctor on how to treat low bg. The low bg was addressed by consuming carbohydrates. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.